Event description:
The customer reported that the 6800 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated and the power supply was checked during the service call. The system was tested and found to be working as intended and put back into service.